Event description:
It was reported that the patient received an inappropriate shock for a cardiac resynchronization therapy defibrillator (crt-d) classified episode of ventricular fibrillation (vf) due to electromagnetic interference. It was reported from the patient they were laying in bed, watching television when the shock occurred and the patient mentioned they had "some wiring issues" within their house, along with their cellphone charging near them and a neck massager plugged in next to them at the time of the shock. In addition, there was mention by the patient that large generators were being utilized near their home. The physician chose to adjust the right ventricular (rv) lead sensitivity and increase the vf detect interval from 30/40 to 45/60 and continue to monitor the patient via remote monitoring. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.